Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a possible cartridge leak issue. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that insulin was coming out of the top of the pump. He did not have time to troubleshoot the alleged issue while speaking to the animas representative involved in this contact. The patient was reportedly going to try a different cartridge from another box when he had access to his supplies. Multiple attempts by animas to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had a cartridge leak issue. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.